Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine root cause of reported behavior. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during navigation; the navigation accuracy was lost. The instrument moved in physical space while the screen flickered, and navigation in the software became inaccurate in the anterior and posterior direction by approximately 5 centimeters. The reference frame was not moved. As a result, navigation was aborted, causing a 30-minute surgical delay. There was no reported impact to the patient. Additional information was received. It was reported that navigation was aborted for this case but it was completed using a c-arm x-ray.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 a0908: applicable to the alleged inaccuracy, that the navigation accuracy was lost, and the inaccuracy amount of approximately 5 cen timeters. A0902: applicable to when the screen flickered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the inaccuracy occurred during a navigated lateral procedure. They had gotten down to the disc with accurate navigation and when inserting the "cobb", accuracy was maintained until the system froze for a second and then came back live to show them a full 2 cm anterior to their last position. No frame or patient movement was observed. They attempted to re-register the instruments but, accuracy was still way off showing instruments in the abdomen. A fluoroscopy was used to confirm that the "cobb" was still in the disc space and navigation was no longer close to being accurate.

Manufacturer narrative:
H2 additional information: b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.